Event description:
Consumer alleges she left the heating pad "on" and unattended for 10-15 minutes. When she returned to the room, she found the heating pad smoking and it caught fire. She yanked it off the sofa and unplugged it. Her sofa was damaged. No injuries were reported with this incident.

Manufacturer narrative:
Consumer left the heating pad "on" and unattended and consumer had the pad plugged into an extension cord. Both are violations of the instructions and warnings provided with the product. The pad has been requested from the consumer to determine if the incident arose from abuse/misuse of the pad (i.e. Bunching/folding/crushing). A prepaid label was sent to the consumer for return of the product.